Event description:
Consumer called stating that the left rear tire was allegedly split in half all the way around. The right rear tire is starting to split in half as well.

Event description:
Consumer called stating that the left rear tire was allegedly split in half all the way around. The right rear tire is starting to split in half as well.

Manufacturer narrative:
(B)(4) 2012 - (B)(4) - follow-up #001. Initial pr #(B)(4) issued mfg. Report #1531186-2012-00524. The corrections to this report are as follows: correct model number is 66550. Manufacturer is (B)(4). Manufacturer advised.